Manufacturer narrative:
The device involved in the incident is being returned to the manufacturer for investigation.

Event description:
There was no air flow in the vitrectome and no error displayed on the monitor. The surgery had to be aborted due to this event and the patient already had trocars inserted and had received sub-tenonian anaesthesia.

Event description:
There was no air flow in the vitrectome and no error displayed on the monitor. The surgery had to be aborted due to this event and the patient already had trocars inserted and had received sub-tenonian anaesthesia.

Manufacturer narrative:
With regard to this event a vitrectomy module was returned for investigation. Investigation of the returned module could not reveal any anomalies with the module performing within the release specifications also after extensive duration testing. Logfile analysis indicated that the event occurred after an error was generated by the eva surgical system. The error indicated that irrigation was not detected with the instruction to the user to check the infusion clamp and irrigation tubing. This error possibly can be triggered by a defective pump, defective consumable or an use error. An on-site inspection of the eva surgical system at the time of vitrectomy module replacement did not reveal any anomalies. Additionally, review of our complaint data base indicates that no repeat failures have been logged on the eva surgical system subject to this reported event. Unfortunately, the consumables used at the time of the event were not provided for investigation. Therefore, no further investigation could be performed. Most likely the event is attributed to an unintended use error resulting in absence if irrigation triggering the encountered error. Instructions related to the proper connection and use of the tubing sets are addressed in the eva instruction manual section 4.7 "tubing". However, since the consumables subject to this event were not available for investigation, an issue with the consumables can not be excluded as cause of the reported event. Therefore, based on the information available, the investigation findings do not lead to a clear conclusion concerning the cause of the reported adverse event. Trend analysis indicates that the product is performing within anticipated rates. Therefore, no remedial or corrective/preventive actions will be undertaken at this moment. Furthermore, complaints will be closely monitored to identify any significant adverse trends.